Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported obtaining a sensor scan result of 25 mmol/l and self-treating with humalog rapid-acting insulin (dose unspecified) and food. Two hours later, a scan result of 20 mmol/l was obtained and customer self-treated with an additional unspecified dose of humalog rapid-acting insulin. Customer went to a supermarket and reported experiencing unspecified symptoms of hypoglycemia so he performed a scan and obtained a result of 19 mmol/l. Five minutes later, customer lost consciousness and a good samaritan treated him with a sugar stick (oral). Paramedics were called and upon their arrival, customer's glucose was determined to be "under 2 mmol/l". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device mfg date was updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor and extracted data using approved software. The sensor plug was not seated correctly. Removed plug and inspected plug assembly, the neck was not cracked, uncurled side snap was observed, indicating improper assembly by the user. This case is not confirmed to use.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported obtaining a sensor scan result of 25 mmol/l and self-treating with humalog rapid-acting insulin (dose unspecified) and food. Two hours later, a scan result of 20 mmol/l was obtained and customer self-treated with an additional unspecified dose of humalog rapid-acting insulin. Customer went to a supermarket and reported experiencing unspecified symptoms of hypoglycemia so he performed a scan and obtained a result of 19 mmol/l. Five minutes later, customer lost consciousness and a good samaritan treated him with a sugar stick (oral). Paramedics were called and upon their arrival, customer's glucose was determined to be "under 2 mmol/l". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported obtaining a sensor scan result of 25 mmol/l and self-treating with humalog rapid-acting insulin (dose unspecified) and food. Two hours later, a scan result of 20 mmol/l was obtained and customer self-treated with an additional unspecified dose of humalog rapid-acting insulin. Customer went to a supermarket and reported experiencing unspecified symptoms of hypoglycemia so he performed a scan and obtained a result of 19 mmol/l. Five minutes later, customer lost consciousness and a good samaritan treated him with a sugar stick (oral). Paramedics were called and upon their arrival, customer's glucose was determined to be "under 2 mmol/l". No further treatment was reported. There was no report of death or permanent injury associated with this event.